Event description:
Patient's spouse called lfs in 11/03 alleging the patient's meter would only prompt a "clean test area" message. Medical affairs spoke to the patient's spouse the next day and obtained the following information: the issue with the meter began approximately 2 weeks prior to customer's call. Oridinarily, the patient would test their blood sugar 3 times a day. Patient takes a set amount of glucotrol 3 times a day. Approximately 2 days after the meter stopped working, the patient reported feeling lightheaded and pain near their spine and midsection. Patient then borrowed their neighbor's meter to test their blood sugar and the result was 25 mg/dl. Spouse drove pt to the hosptial where patient was treated with IV glucose. Spouse does not know what the reading was at the hospital. The issue with the meter was not resolved. Patient's spouse reported that they were cleaning the meter with alcohol, which is use error. This case is being reported as an adverse event due to use error. The patient may have been able to prevent becoming hypoglycemic had patient been able to test their blood sugar.